Event description:
It was reported that during use, the device exhibited error 34. It was further reported that ¿not signaled by the operator¿. Per the reporter, there were no adverse patient effects. Treatment was resumed at the end of the patient¿s treatment.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a cracked front housing and damaged downstream occlusion (dso) sensor. No problems were found in the event history log. Functional testing found that the real time clock (rtc) battery recorded (B)(4). Which was over the limit; however, the reported issue could not be replicated. The root cause was undetermined. The device was to be preventatively repaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.